Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods

Event description:
The customer complained of two occurrences of questionable inr results from a coaguchek xs pro meter serial number (B)(4) for 1 patient compared to an unknown laboratory method. At 11:00 am the meter result was 5.2 inr and at 11:25 am the laboratory result was 3.7 inr. On (B)(6) 2019 at 12:45 pm the meter result was 4.4 inr and at 13:00 the laboratory result was 2.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, is on no new medications, has had no changes in diet, no new illnesses, and no symptoms of bleeding or bruising. Based on the laboratory result, the patient held their warfarin dosage between (B)(6) 2019. The customer's meter and test strips were requested for return. Replacement products were sent. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.